Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The contact declined to perform troubleshooting for the battery issue. In addition, the contact reported an occlusion alarm occurred in the past. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion. There was no reported impact to the customer's blood glucose level. Reportedly the customer had manual injections as alternate insulin therapy.